Event description:
Pt reported that their back to back test readings were 134, 160 and 210 mg/dl (45% difference). Pt took last sample (210) from their arm and accidently cut self. No symptoms were reported. Pt did not have supplies needed to do control test. The meter is not cleaned according to manufacturer's product recommendations. Lfs rep reviewed qc procedures and discussed meter/lab comparisons with pt. The meter was replaced. There was no allegation of harm.